Event description:
It was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue. Customer¿s there was no adverse impact to the customer¿s blood glucose.